Manufacturer narrative:
The audible alarm failure is currently under investigation.

Event description:
A ventilator was returned to the manufacturer's service center with an allegation the device fails to audibly alarm. There was no other reported malfunction or pt harm or injury. The manufacturer confirmed the customer's complaint and is currently conducting a root cause analysis for the audible alarm failure. A follow-up report will be filed when the root cause analysis is completed.